Event description:
The customer reported that while the monitor was in use monitoring a patient, it fell of the mounting bracket. The biomed found that the quick release mounting mechanism on the rolling stand had broken. No patient injury was reported.

Manufacturer narrative:
The customer returned the bracket to the factory for evaluation. Unfortunately, the locking mechanism had been discarded by the customer at the time of the incident, and the bracket was returned without it, so no further analysis could be performed. The customer was provided with a replacement mount.